Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, an air leak occurred. After placing the sheath, prior to inserting catheters and a transseptal needle, air was aspirated into a syringe that connected to an extension port of the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient. The device will not return as the patient was (B)(6).